Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified no foreign matter on the device. The stent and balloon section the device were covered in tape. The device was photographed before and after the careful removal of the tape and no white string material was identified. There were kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the system. The tip, stent and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the preparation for a stenting treatment procedure, foreign material was found on the device. While preparing a 4.0x20mm promus element stent for a stenting procedure, "white string looking stuff" was found between the balloon and stent. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during the preparation for a stenting treatment procedure, foreign material was found on the device. While preparing a 4.0x20mm promus element stent for a stenting procedure, "white string looking stuff" was found between the balloon and stent. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable.